Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Upon interrogating the implantable cardioverter defibrillator (ICD), it was noted that the device was in backup mode due to temporary drop in battery life. The ICD was reprogrammed out of backup mode and was scheduled for an explant procedure. The physician explanted and replaced the ICD on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup and premature battery depletion was confirmed by analysis. The backup was caused by a power-on-reset due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.